Event description:
Bilateral removal of silicone gel-filled breast implants. Capsular contractrue. Left implant is partially ruptured, collapsed, oozing abundant amount of viscid, tacky, clear, colorless silicone material. Rt implant is partially ruptured, collapsed, with minimal amount of tacky, colorless silicone material.